Event description:
It was reported that the patient was not getting pain relief from therapy, and that the pump wasn't "working correctly". The patient had been getting dosage increases, which were also not giving pain relief. Reporter stated that about 2 months prior to the report day, the pump dose was increased to 0.60mg/day, and the patient experienced pain relief for about "a day" and then it stopped working. A week later, the dose was increased to 0.72mg, and again there was relief for 12 hours until pain came back. There was a refill and another dose increase a couple of weeks prior to the report date, and again relief for 12 hours and then it stopped. The last dosage increase and refill was (B)(6) 2012 at 0.7216 mg/day. It was noted that prior to (B)(6) 2012, the patient had only saline in the pump for some time. The patient's healthcare provider (hcp) died in 2009, and the patient had saline put into the pump at that time, and it wasn't until this year that a new hcp put medication into the pump, as the patient had a "neck issue" for a while. It was also reported that the patient started to feel really warm at pocket site today. There was no change in activity, other than bending over to do some yard work. Patient reported that the pump was not "working correctly because it's not consistently pumping out the medicine like it's supposed to". Patient further stated that the hcp is going to get a "pump test" done to see where the "lead" was and where the medicine is going into the body. It was not clear by the information reported the specific allegation of pump malfunction. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).